Event description:
The handheld and software were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse was having issues with her handheld device. The nurse was unable to move past the alignment screen on her handheld despite performing hard resets. The lock button was not engaged and the battery latch was closed. The handheld device has not been returned to date.